Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The device infused around 30%. This was identified during patient infusion. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%.there were no visible kinks and the tubing was properly attached to the patient's arm. When the device was disconnected and the line was flushed, sluggish flashback and resistance was noted to the lumen the antibiotic was attached to. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h10. H4: device manufacture date ¿ the lot was manufactured between march 17, 2023 to march 21, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph did not provide evidence to confirm or refute the reported condition. Due to the nature of the sample no further testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.